Manufacturer narrative:
Other, other text: six cadd cassette reservoir was returned for the evaluation of the reported alarming. The cassettes were received in their closed original packaging. A functional test was performed using a syringe as indicated in IFU as10009800-002 rev. 100 then was connected to the pump cadd legacy. The sample was primed and connected without difficulty; the pump was set running and no alarm was found. The reported issue was not confirmed. No corrective actions were required.

Event description:
It was reported the device caused the pump to give a false alarm "no disposable attached". No adverse effects reported.